Manufacturer narrative:
On on sep 20, 2022, additional information was received indicating the left side capsular contracture baker grade was grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, additional information was received indicating the patient experienced capsular contracture baker grade IV on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jan 8, 2024, additional information was received indicating the patient experienced capsular contracture baker grade IV on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6) 2021. Reason for device explant and/or reoperation: migration, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced bilateral pain and bilateral device migration post-operatively. As a result, the patient is scheduled for removal on (B)(6) 2021. This report is for the right breast prosthesis.